Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity. The hcp reported that a patient had a magnetic resonance imaging (MRI) at 7:30am and it was now 11am. The hcp stated patient probably exited MRI field around 8:30am and she had checked pump multi ple times now-still no recovery. Technical service agent discussed waiting another 20min and reinterrogating, monitoring for symptoms and if necessary, checking for volume discrepancy later if pump recovery still did not show.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.